Event description:
A hospital in (B)(6) reported that an rt340 breathing circuit caused a ventilator to alarm during use, and a hole was found the rt340 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) and therefore our evaluation is based on the event description and information provided by the customer. Results: the event description states that the a whistling sound was noticed from a leak at 20cm from the wye piece, at the circuit clamp. The ventilator started to alarmed as a result of the leak. It was also reported that the hospital did not use fph circuit clamps. A lot check revealed one other complaint of this type for lot number 111220. Conclusion: without the complaint device or a photograph of the reported fault, we are unable to determine the cause of the fault. It is possible that the use of non-fph circuit hanger, or pulling of the limb can cause damage to the evaqua (expiratory) limb of the breathing circuit. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and/or non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.